Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the right radial and femoral arteries. The totally occluded, 2.75x32mm, restenosed target lesion was located in the severely calcified left anterior descending artery. Following pre-dilation with 1.5x10mm, 2x10mm and 2.5x8mm non-bsc balloon catheters, a 2.75x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and significant resistance was encountered during withdrawal. The procedure was not completed due to this event. No patient complications were reported and the patient was stable.